Event description:
Customer reported via phone, he was having issues with his glucose values. Customer stated after meals and up to two hours his blood glucose would be high and then after that his blood glucose would drop into the 50 to 60 mg/dl range. Customer stated for his lunch boluses 12.8 units of insulin and two hours later his blood glucose was 286 mg/dl. Customer stated he will reach out to his primary care doctor. Customer called back on (B)(6) 2015 and stated his doctor changed his setting and he feels ok and the insulin pump has been working properly. Current blood glucose was 101 mg/dl. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.